Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, broken battery tube threads, cracked case at the reservoir tube window corners, cracked case at the display window corners, cracked belt clip slot and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the battery and reservoir compartment was chipped away. The customer's blood glucose was 10 mmol/l at the time of incident. The customer stated that the reservoir compartment was barely attached on the insulin pump. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.